Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3888-33, lot# va016z3, implanted: (B)(6) 2012, product type: lead. Product ID: 3888-33, lot# va016z3, implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced a ¿shocking/jolting¿ sensation. It was noted the patient had not experienced any falls or traumas prior to the incident. It was stated the patient was ¿told that one of the contacts was misfiring and was told it could be caused by many different things.¿ it was noted the contact was ¿programmed around¿ and the patient¿s therapy ¿was working wonderfully¿ following he reprogramming. A supplemental report will be filed if additional information is received.

Event description:
The patient later reported that he had problems where his stimulation would misfire so the company representative would have to turn off one of the rings on the lead and turn a different one on. This had to be done twice. They were pretty certain it was scar tissue growing over the rings.